Manufacturer narrative:
It was reported that the hls set (oxygenator) leaked. Therefore the cardiohelp and the hls set were exchanged during treatment. The customer wants the unit to checked out after the hls set leakage. No patient harm was reported. A getinge service technician (fst) was sent for investigation on (B)(6) 2022. A full calibration and functional check has been performed. The fst found no issues with the cardiohelp. The device was put back in use according to factory's specifications. According to the logfile analysis no error message or malfunction was detected on the cardiohelp. The root cause for checking the exchanged cardiohelp was the leakage of the hls set. No product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported event is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the failure "hls set leakage" will be investigated within the already opened complaint# (B)(4) (mfg reporter number 8010762-2022-00033).

Event description:
It was reported that the hls set (oxygenator) leaked. Therefore the cardiohelp and the hls set were exchanged during treatment. The customer wants the unit to checked out after the hls set leakage. No patient harm was reported. Complaint ID# (B)(4).